Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as touch contamination. The patient did not require hospitalization. The patient was treated with an unknown intraperitoneal (ip) antibiotic (1 gram, daily) for peritonitis. The patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. At the time of this report, the peritonitis was ongoing and improved. No additional information is available at this time.